Manufacturer narrative:
Reboot recommended; bios battery replacement suggested. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system repeatedly failed to start, requiring multiple reboots on a allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.